Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that she went to charge implant today and found she is getting poor communication. She says she hasn't charged or felt stimulation since september because she was "dealing with other things". Additional information was received from a manufacturer representative (rep). It was reported that they could not communicate with the patient's ins. The patient reported that she noticed that the ins would not communicate in (B)(6) 2020. The rep wanted to know how to charge the ins. Technical services reviewed how to charge the ins using a physician mode recharge. The rep will attempt to charge with the patient. Additional information was reported that the rep tried a physician recharge mode (prm) multiple times. It was confirmed that the ins was overdischarged. The issue has not been resolved at this time, but the rep will be meeting with the patient again for another attempt and then determine the next steps. Additional information received from the manufacturer representative reported that they got the implant out of overdischarge with a physician recharge mode. They noticed that the implant discharged rapidly and that the power on reset was still active. Troubleshooting reviewed that post overdischarge charging/discharging can be quicker and that the power on reset bit needed to be cleared. The implant was too low to interrogate, but there were no new issues or events.